Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a pump error and delivery was stopped. They were sleeping when the alarm occurred. Troubleshooting was performed. They were unable to rewind the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. No pump errors noted during testing. However, corroded motor assembly and corroded electronic assembly noted during visual inspection. Unit was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched case and cracked retainer.